Event description:
It was reported that during central processing procedure, the single port monopolar curved scissors instrument was found to have an unknown damage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar curved scissors to perform failure analysis. The instrument was found to have a broken instrument tube adapter. This component was located at the distal end of the instrument and served as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.74mm x 4.02mm in size. Additional observation related to the customer reported complaint: due to the broken tube adapter, a detached fragment was observed that was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.